Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/malposition of essure device / migration of essure device') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("other injury(ies) or complications please describe: abdominal pains/ abdominal pain in left and right side"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), nightmare ("psychological or psychiatric problems condition: nightmares"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, nightmare, depression, anxiety and weight increased outcome was unknown and the abdominal pain, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, headache, migraine, nightmare and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan vagina - on (B)(6) 2017: migration of essure device essure coils not in correct place and migrated. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs and mr received: case became incident. Previously reported event injury was updated to malposition of essure device/ migration of essure device clubbed with perforation (fallopian tube(s)), new events psychological or psychiatric problems condition: nightmares, depression mental anguish, migraines / headaches, weight gain, other injury(ies) or complications please describe: abdominal pains were added. Event outcome added for abdominal pain, migraine & headache. Indication updated. New dob was added. New lab data and reporters were added. New dob was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.